Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-20661. It was reported, the pt had ineffective stimulation despite multiple reprogramming sessions. Subsequently, the pt experienced swelling and discoloration of the right hand as a result of complex regional pain. Follow-up revealed the pt later reported increased pain in the right arm and abdomen which was treated with pain medication.